Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, g3, h2, h3, h6. The reported event was able to be confirmed via image provided. Visual examination of the provided picture identified a fractured impactor pad; no device returned, so no further evaluations could be made. Review of the device history records could not be performed as lot number was not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.

Event description:
It was reported the impactor pad had large chip in corner. Found during inspection. No patient impact reported.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the impactor pad had large chip in corner. The issue was found in inspection prior to the procedure. No patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d1, d4, g3, g6, h1, h2, h11 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.